Event description:
It was reported that coil migration occurred and was removed by guidewire. A 10mm x 30cm interlock was selected for use in a splenic artery aneurysm. During the procedure, when the coil was advanced with the stc18 microcatheter, something wrong was found in the process of delivery. It was very dry and not smooth. When the coil has been advanced halfway inside the patient, it was found that the microcatheter moved to another position. During withdrawal, it was found that it could not be withdrawn to the sheath. All the coils had to be withdrawn, which fell off. The coil was just could not fully retract, not broken. The coil was removed by the guidewire and the procedure was completed with another of the same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that coil migration occurred and was removed by guidewire. A 10mm x 30cm interlock was selected for use in a splenic artery aneurysm. During the procedure, when the coil was advanced with the stc18 microcatheter, something wrong was found in the process of delivery. It was very dry and not smooth. When the coil has been advanced halfway inside the patient, it was found that the microcatheter moved to another position. During withdrawal, it was found that it could not be withdrawn to the sheath. All the coils had to be withdrawn, which fell off. The coil was just could not fully retract, not broken. The coil was removed by the guidewire and the procedure was completed with another of the same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: only the pusher wire returned for the analysis. Visual inspection revealed that the pusher wire was bent. No more damages were observed during the analysis. The functional inspection could not be performed, because only the delivery wire was returned. No other issues were identified during the product analysis.